Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the negative population for the complaint lot number is within the established limits. Based on the investigation, no deficiency for lot number 49634ud00 was identified.

Event description:
The customer stated that a false positive alinity I total b-hcg result was generated for a female patient born in 1982. The following information was provided. Sid (B)(6). May 13, 2023 alinity I total b-hcg result: 43.08 iu/l (positive). The patient then went to a different hospital on (B)(6) 2023 and the roche cobas c801 b-hcg result was 0.2 iu/l (negative) and ultrasound confirmed the patient was not pregnant. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive alinity I total b-hcg result was generated for a female patient born in 1982. The following information was provided. Sid (B)(6); (B)(6) 2023; alinity I total b-hcg result: 43.08 iu/l (positive) the patient then went to a different hospital on (B)(6) 2023 and the roche cobas c801 b-hcg result was 0.2 iu/l (negative) and ultrasound confirmed the patient was not pregnant. No impact to patient management was reported.